Event description:
It was reported that there was a drug occlusion. An ekosonic endovascular device, 106x12cm was selected for use in a bilateral thrombolysis procedure to treat a pulmonary embolism. The ekos device was placed in the left pulmonary artery. During the procedure, there was an occlusion in the drug lumen of the ekos infusion catheter. As a result, ekos therapy was discontinued with this device. There was no reported impact to the patient, and the patient was reported to be unharmed as a result of the device deficiency.